Event description:
It was reported that during service and evaluation, it was determined that the recon sagittal saw attachment device bearing was worn, failed leak tightness test, had component damage - the thread saw blade coupling, the trigger was sticky and would not run. It was further determined that the device failed pretests for general condition, leakage test using bubble emission technique, check coupling screw of saw blade coupling, check for sticky trigger, check falling out protection and check general function of device. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. Med.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to improper maintenance.